Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that intermittent malfunction alarms occurred. In addition, it was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.